Event description:
It was reported that malfunction on the pump occurred. No significant events occurred prior to the malfunction. There was no available information regarding the impact on the customer¿s blood glucose level as the customer declined to answer and the call was dropped. Technical support attempted to follow up with the customer and left a voicemail, no additional information was obtained.